Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to a balloon rupture on the day of placement. It was also noted that was difficulty inflating the balloon. On the same day ((B)(6) 2018), the catheter was replaced, but it fell out of the patient due to balloon rupture. Per additional information received via email on 08/22/2018; there were no missing pieces of the balloon.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement."

Event description:
It was reported that the catheter fell out of the patient due to a balloon rupture on the day of placement. It was also noted that was difficulty inflating the balloon. On the same day ((B)(6) 2018), the catheter was replaced, but it fell out of the patient due to balloon rupture. It was later reported via email on 08/22/2018; there were no missing pieces of the balloon.

Event description:
It was reported that the catheter fell out of the patient due to a balloon rupture on the day of placement. It was also noted that was difficulty inflating the balloon. On the same day ((B)(6) 2018), the catheter was replaced, but it fell out of the patient due to balloon rupture. It was later reported via email on 08/22/2018; there were no missing pieces of the balloon.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The exterior of the sample was inspected and the balloon was noted with a burst that impeded the catheter's inflation. We were unable to determine the inflation time and unable to inflate water into the used sample due to the poor condition, a complete evaluation could not be performed. Water was introduced through the inflation lumen and the water flowed out through the balloon. The catheter was dissected and no conditions were observed that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement."